Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a case of uncorrected refractive outcome at one week post custom lasik treatment. Reporter indicated no improvement at three weeks post treatment. Patient was prescribed glasses. Surgeon has indicated a dissatisfaction with treatment. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. The root cause could not be identified conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.